Event description:
Patient had history of congestive heat failure. Patient ws demonstrating sinus rhythm, b/p dropped to 40 by doppler. Code blue was called. Five minutes later patient developed sinus bradycardia with first degree heart block (heart rate 51). Seven minutes later patient became asystole. External pacing was initiated. Ten minutes after code blue was initiated external pacing was delayed due to trying to find a usuable zoll pad. Two packages of zoll pads were opened and determined not usuable prior to placing on patient. Gel on zoll pads were yellow and hardened and pulled from side. Due to diaphoresis, patient's skin had to be prepped with skin prep and benzoin toget pads to stickinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: loss of lubrication. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.